Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced intermittent undersensing during bradycardia and pause episodes. It was further reported that the icm detected inappropriate pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.